Event description:
Customer received false positive hcg results for two pt samples which occurred around (B) (6) 2009. Exact date of occurrence could not be provided. The hcg results for these two pt samples were reported to the physician, who challenged the results as being erroneous. Reanalysis of both of these pt samples generated positive hcg results. The initial hcg results were corrected. No adverse affects were incurred by these pts.

Manufacturer narrative:
Customer declined a field service dispatch, requesting the field service representative contact her for follow up. If add'l info is received, appropriate notification will be provided.